Manufacturer narrative:
Date of event estimated. Correction - section h5 - yes, this device was labeled for single use. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient had an inoperable ipg. To address situation, surgical intervention occurred to explant and replace device.